Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and observed a large amount of crystals at the sample probe wash station and the rv wash station. The modules maintenance records were reviewed, which revealed that weekly maintenance was not being performed. The sample arc, probe was cleaned, and the issue resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no contributing factors in the month prior to the complaint were identified in- regards to the system. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), or the arc, probe was identified.

Manufacturer narrative:
Corrected information in section h6: investigation findings and investigation conclusions codes.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a 59 year old female patient. The following data was provided (customer¿s reference range 0-0.026 ng/ml): (B)(6) 2023 sample ID (B)(6) initial result = 2.657 ng/ml, repeat result on (B)(6) 2023 = 0.001 ng/ml (B)(6) 2023 new sample drawn from patient, result = 0.009 ng/ml patient was hospitalized however, no negative impact to patient management was reported.